Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of capture. The issue was resolved through increasing the device's output; the ipg remains implanted and functioning appropriately. Attempts to obtain further information regarding the device's serial number were unsuccessful.